Event description:
It was reported that in the ward on the same day, the catheter was placed, a leak was found from the medial extension line of the catheter placed in the (B)(6) male pt's internal jugular vein. As a result, the catheter was removed, replaced and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.